Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H6. Investigation findings: c22 ¿ photo evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences?: no. Procedure name?: lap ipom. H3 photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show an aluminum package with product code y833g and an apparently detached needle could be observed, the image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lap ipom procedure on (B)(6) 2023 and suture was used. During the procedure, the dr was performing a surgery and while using the ethicon suture, it got separated from needle's swage after 2 bites of suturing. Surgeon used prolene suture for rest of the procedure. No adverse patient consequences were reported. Additional information was requested.